Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Logs were received and software analysis was completed. It was determined that this was a known software anomaly that is tracked in a medtronic database. Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system gives an error #64. The site stated that when the error occurred the system needed to be rebooted according to the text on screen. No patient was present at the time of the event.